Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the caregiver reported the user experienced elevated blood glucose (bg) levels. The user¿s bg reached 464 mg/dl by fingerstick following a meal consisting of subway, cookies, and a brownie. A supply change had been performed approximately 2 hours prior when bg was at 300 mg/dl. Subsequent readings showed 401 mg/dl, and the bg began trending flat rather than continuing to rise. The caregiver noted no issues with the infusion set upon removal, including no kinking, leakage, or insulin odor. The user had announced a larger than usual lunch and a regular lunch for the same meal. The caregiver believed this may have resulted in underdosing for the carbohydrates consumed. The ilet delivered correction insulin, and the user was reminded of their hcp-directed ketone action plan. The bg remained out of range for greater than 90 minutes but was correctable through supply change and the ilet algorithm. The user experienced a stomachache during the event. No external assistance or medical intervention occurred.